Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 14 events were reported for this quarter. Product return status: 13 devices were received for evaluation; 1 device was available for evaluation but has not yet been received. Evaluation status: 13 device evaluations are in progress. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. The 14 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 14 previously reported events are included in this follow-up record.   Product return status 1 device was received for evaluation.   Evaluation status 9 reported events were confirmed during testing. - 7 devices were found to be affected by corrosion. - 1 device was found to be affected by gritty bearings. - 1 device was found to be affected by a mechanical problem. 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion. 4 device evaluations are in progress.   Additional information 14 devices were not labeled for single-use. 14 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 14 total events were initially reported. 5 previously reported events are included in this follow-up record.   Product return status 5 devices were received.   Evaluation status not confirmed 5 reported events were not confirmed during testing; however: - 5 devices were found to be affected by corroded rotor.   Additional information  devices were not labeled for single-use. Devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact.